Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make x-rays. Review of the system log files showed the generator disconnected with the system. Fse checked generator cabinet, the k1 was not closed, performed unit test of generator with agent and found the kvma unit test was failed. Fse replaced kvma control board and cube cvfd-5 assy. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system cannot make exposure. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.